Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2025 data extract for mitral serious injury events for the sapien 3 ultra valve. This report summarizes 2 mitral asd defect closure due to transseptal catheterization serious injury event(s) for the sapien 3 ultra transcatheter heart valve. The age range for these event(s) is 55 - 82 years. The breakdown for gender is as follows: 2 female(s) and 0 male(s).

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 2 asd defect closure due to transseptal catheterization serious injury event(s) for the sapien 3 ultra in the mitral position. The time to event (tte, in day(s)) for this event is 122 day(s). The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.